Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated on another analyzer with a lower result. The following data was provided: initial result = 7.07 mg/dl repeat result = 2.2 mg/dl. Reference range = 1.7-2.7 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This complaint is associated with discrepant results generated on the alinity c processing module, serial number (B)(6). The module was inspected, and the cuvette nozzle was found to be leaking. The tubing, peristaltic head was clogged, and the part was cleaned to remove the clog. Cleaning the tubing, peristaltic head resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module and the tubing, peristaltic head did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or tubing, peristaltic head was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The result was not reported out. The sample was repeated on another analyzer with a lower result. The following data was provided: initial result = 7.07 mg/dl repeat result = 2.2 mg/dl. Reference range = 1.7-2.7 mg/dl. No impact to patient management was reported.